Event description:
After drilling into femur to anchor cutting block and placing cement for femoral component the scrub technician noted the end of drill bit to be broken. The physician was notified, x-rays taken, and drill bit tip noted to be in femur.